Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7 implantable collamer lens, -2.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient stated that he experienced glare/haloes at night. The lens remains implanted, the patient feels the side effect are not significant.

Manufacturer narrative:
Device history record (DHR) review - based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: the reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -2.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient stated that he experienced glare/haloes at night, excessive vaulting, loss of bcva and iris atrophy. The lens remains implanted. (B)(4).

Manufacturer narrative:
Previous: (B)(6) 2017, corrected: (B)(6) 2016. Additional information: patient also experienced excessive vault, loss of bcva, and iris atrophy. Previous: (b)(4; corrected: (B)(4). (B)(4).